Event description:
M.d holding essure device during a hysteroscopy, essure coils deployed before the button to deploy the device was activated. Coils adhered to urine tissue near left fallopian tube, removed per m.d. Case converted to laparoscopic bilateral tubal ligation. No damage noted to left fallopian tube.